Event description:
The customer reported the system would not complete the boot up process. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was reseated during the service call. The system was tested and found to be working as intended and put back into service.